Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-15943. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005150 have already been previously tested in the pr (B)(4) on 23/may/2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report database pr (B)(4) ypsomed test report. Device history record (DHR) review: the lot 6005150 was manufactured according to the work instruction (wi) version 66 manufactured in the line 6, on 21/ene/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. DHR 6005150. Trending: a query was run in database on 03/mar/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6005150 and no other complaint has been registered in database for the same lot 6005150 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland it was reported that the patient faced an adhesive event with three infusion sets which fell of prematurely within 24 hours because the adhesive did not hold well. No further information available.